Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had taken a fall. The patient reports having a cough. The patient was transported by ambulance to the hospital. Once at the hospital the patient was diagnosed with high blood glucose levels as well as pneumonia. The patient was treated with insulin as well as 3 different pills for pneumonia. The patient was discharged from the hospital the following morning.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.